Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned; therefore, an evaluation on the affected device could not be conducted. However, an evaluation was performed on a reserved sample (visual inspection and gravity use-testing). The device operated within the desired product specifications and no issues were noted during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a tiny hole. The reporter stated that the hole was observed to let air enter the product. This was observed before use and there was no patient involvement. No additional information is available. This is report 3 of 3.